Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low reading issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving a sensor scan of 65 mg/dl but did not experience any symptoms however, self-presented at a hospital. The customer further reported that at the hospital, a blood glucose result obtained was ¿over 100 points higher¿ and he was administered relion insulin 70/30 as treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving a sensor scan of 65 mg/dl but did not experience any symptoms however, self-presented at a hospital. The customer further reported that at the hospital, a blood glucose result obtained was ¿over 100 points higher¿ and he was administered relion insulin 70/30 as treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A low reading issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving a sensor scan of 65 mg/dl but did not experience any symptoms however, self-presented at a hospital. The customer further reported that at the hospital, a blood glucose result obtained was ¿over 100 points higher¿ and he was administered relion insulin 70/30 as treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(Device manufactured date) has been updated based on returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.